Event description:
It was reported the patient presented for implant procedure. During procedure, the leadless pacemaker (lp) exhibited an increase in capture threshold after entering tether mode. As the access site was being sutured, the lp began undersensing. Fluoroscopy revealed a wagging dog tail motion of the device. Programming changes were attempted but unsuccessful. The lp was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported issue of sensing and capture issue was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted helix length was within specifications. Further analysis performed, including output verification and sensitivity test showed normal device characteristics without any anomalies contributing to reported event of sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.